Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was mixing old and new insulin and using the cartridge past the 72-hour limit for novolog insulin. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised the customer that novolog insulin is only rated to be in cartridge for 72 hours. Customer loaded a new cartridge to resolve the issue.